Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device during drain cycle 3. The programmed fill volume was 2200 ml and the drain volume was 3757ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned. The device failed the homechoice rite functional test .the homechoice rite electrical test passed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was in specification relative to iipv found in the logs .a service history review revealed no previous service events were related to the reported condition of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).